Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient stopped using their implantable neurostimulator (ins) 3 years ago, after they were in the hospital for 5 days with abdominal pain. Caller doesn't think the hospitalization was due to an ins therapy issue. Patient tried to put the system into MRI mode today, but the external equipment wouldn't connect. Patient said they charged it, but technical services (ts) was able for confirm the icon on the recharger was the recharger charge, not the neurostimulator being fully charged. Redirected back to their healthcare provider (hcp). Additional information was received from the patient. The patient reported the cause of the external device not connecting to the ins was that the ins was dead and they could not recharge it. The patient said they haven't used the ins since (B)(6) 2023 due to pain in the abdomen after spending one week in the hospital for abdominal pain that stopped when the stimulator turned off. The patient had an appointment with a neurosurgeon where the patient asked to have the ins removed as they could no longer have an MRI since there was no way to turn the ins on as to set the MRI setting. In (B)(6) 2023 the patient met with a representative who adjusted the setting but the patient was still having abdominal pain when the ins was turned on. The ins was to be removed (B)(6) 2025.